Event description:
It was reported that the patient has been experiencing bgs as high as 33 mmol/l. The patient had treated with a 10 unit bolus, and was able to troubleshoot. No damage noted to the drive support cap, and the pump passed the prime test. However, the pump failed the high pressure test three times. Advised that the pump would be replaced. The patient was called back to provide her with the shipping information, but the patient was vomiting, and could not take the call. Advised to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.